Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: charged coupled device was damaged and unit was incorrectly reprocessed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due cable boot detached from the camera. Additionally, charged coupled device was damaged due to incorrect reprocessing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had a cord issue at the top (coming apart) during sedation (device outside patient) for a lateral section cystoscopy terp (transurethral resection of the prostate) procedure. There were no reports of patient harm.